Event description:
It was reported that the patient heard an alert and came to the office. Upon interrogation, the device was found to be at elective replacement indicator, an alert was noted for charge circuit timeout, and the charge circuit was inactive. It was noted that no therapies were available in auto or manual mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of elective replacement indicator (eri) in save to disk on or before (B)(6) 2010 device eri<=2.62 volt, and reached eol, 3 months after eri. The weekly battery voltage trend data shows bat=2.61 to 2.58 volts between (B)(6) 2010 and (B)(6) 2012. Charge circuit problem (tachy) was noted as one patient alert for charge circuit timeout occurred on (B)(6) 2012 11:40:19.